Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2013 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a medtronic lead anchor. The information received stated that the patient's medtronic lead anchor was explanted due to a bump and pain. The explant occurred at (B)(6) on (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)